Manufacturer narrative:
In addition to describe event or problem, the suspect device was returned to the olympus service center for further evaluation. The inspection and testing of the device found no image and only color bars on the screen, confirming the reported image loss, and found it was due to a damaged cable unit. Additionally, the evaluation found leakage from the remotes switches and the olympus logo was worn off the rear cover. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during routine inspection, it was observed that the camera head was not working. There was no patient involvement and no user harm reported due to the event. The olympus field service engineer (fse) checked the camera and found no image when connecting the camera head to the processor. The fse cross-checked the processor with another camera head and found no problem, indicating the issue is with the suspect device. This report is being submitted for the reportable malfunction (image loss) observed by the fse.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believe that the reported failure of no image displayed was caused by a faulty cable. Olympus will continue to monitor the field performance of this device.